Event description:
On (B)(6) 2011, I opened 2 brand new boxes of avaira toric contact lenses and used the pair for about 12 hours. All day my vision was hazy with rainbows and my eyes felt irritated. Before I went to bed that night, I removed the contact lenses. I woke up several times during the night from a "stinging" pain in my eyes, but I just did my best to go back to sleep. Upon waking in the morning and opening my eyes, the excruciating pain began. I was 6 months pregnant at the time and my husband got very concerned when he saw me rolling around on the floor in extremely intense pain, unable to open my eyes. He called the retailer, where I got the lens from, and they said their doctor nor manager were available and referred us to call another location for a doctor. After getting told to call several locations, the "doctor on call", and not getting a return call from said doctor on call, my husband called our local (B)(6) vision center and they said they could see me immediately. Upon examination, the optometrist said that in his 10 years of practice, he's never seen a more severe corneal tear, which measured 3mm in my left eye and I believe the tear was a .6mm in my right. The doctor had to almost overdose me with anesthetic in my eyes because the pain was so horrific. The doctor applied a non-prescriptive, "protective" contact lens to both of my eyes to "seal" the tear to avoid invasion of potential infection. Both my eyes had to be bandaged and I was rendered helpless for about 3 days while my eyes were healing. My husband had to miss work and take care of me and our (B)(6) daughter at the time. It put great stress on our family and on my pregnancy. I was also concerned about taking the pain medication and antibiotic prescribed because they were not class a drugs and could have adverse effects on my unborn child, not to mention the stress of the situation. I was also concerned about the doctor's warning that using too much anesthetic could have potential long term adverse effects on the eyes, though it was needed so the eyes could relax enough to be opened, examined and treated before being bandaged for healing. Not being aware of the recall on the product at issue, I tried to use another pair of lenses from the same box in (B)(6) 2012, thinking that it may have been an issue with my pregnancy hormones causing my eyes to be dry and resulting in the lens to stick to my eye resulting in the corneal tears; however, the same symptoms presented themselves again though, to a lesser degree since I did not leave them in long and I was diligent to use excessive eye lubricant upon placing them and removing them. This is when it became obvious there is a product issue and the problem wasn't stemming from an issue with me. Reason for use: nearsightedness with astigmatism.